Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer¿s current blood glucose level was 358 mg/dl. The customer was treated with manual injection. Customer did not report symptoms related high blood glucose level. The customer had been using insulin pump for 48 hours. Drive support cap was normal. High pressure test was performed and it pass. Based on customer report customer did not allege pump was under delivering. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.